Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, the entire device was removed and replaced. 5/16/97 - in the operative report the physician/surgeon stated ...the pt "presents with inadequate fluid within the prosthesis for inflation." During surgery he noted... "The connector was found to be intact and attention was turned to the scrotum where the pump was pushed upward into the wound and inspected. No defect was found. A brief inspection of the device again showed no obvious site of leakage, although clearly some leak has occurred since only about 1/3 of the original fluid still remained within the system."